Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead continued to exhibit a high shock lead impedance measurement. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. After reviewing the disk analysis boston scientific technical services (ts) confirmed that the rise in shock impedance measurement was gradual and reached a maximum of 125 ohms. No adverse patient effects were reported.